Event description:
It was reported that boston scientific technical services were contacted by a patient's wife explaining that her husband received a shock from their subcutaneous implantable cardiac defibrillator (s-ICD). It was recommended to contact their clinic. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the s-ICD system remains implanted and in service. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
This report is being sent to correct the evaluation conclusion code.

Event description:
It was reported that boston scientific technical services were contacted by a patient's wife explaining that her husband received a shock from their subcutaneous implantable cardiac defibrillator (s-ICD). It was recommended to contact their clinic. Exhaustive attempts were made for additional information regarding the event resolution, but was never received. Should any additional information be provided in the future, this report will be updated. At this time, the s-ICD system remains implanted and in service. The patient was stable with no additional adverse consequences.